Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer support provided instructions for a pump reset, and the caller successfully restarted their sensor session without further issues.